Manufacturer narrative:
Batch review performed on 25 april 2022. Lot 134315: (B)(4) items manufactured and released on 12-dec-2013. Expiration date: 2018-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event since 2018.

Event description:
At 7 years 1 month after the primary, the patient came in reporting instability and the cause of the instability is unknown. The surgeon revised the insert (14mm to 20mm) and the surgery was completed successfully.